Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
On some 50 ml syringes, the rubber stopper is slightly misshapen and does not close flush at the top. When did the incident occur? Before use.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: multiple photos along with five physical samples were provided to our quality team for investigation. Through visual inspection, the stopper is observed to be slightly deformed in three of the products provided, noting it does not fully close against the cylinder, verifying the reported incident. This component is provided by an external supplier and incoming inspections are performed according to procedure, no issue related to this incident were identified. A device history review was performed for the reported lot 2406049, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples of lot 2406049 were used for additional evaluation. All product was inspected, no damage or other defects was identified within any of the stoppers. Based on our team's investigation, we cannot identify a root cause related to our manufacturing process at this time. It was determined this incident occurred as a result of the stopper manufacturing process. We have notified the supplier of this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.